Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarms occurred during basal delivery. The customer changed the cartridge and successfully resumed insulin delivery. Additionally, it was reported that the customer experienced a blood glucose (bg) level ranging from 50 mg/dl to a level displayed as "high" on the continuous glucose monitor; cause was unknown. The elevated bg was addressed via a manual injection, however customer did not provide how low bg was addressed. The customer declined troubleshooting for elevated and low bg level issues. Reportedly, customer continued to use the pump for insulin therapy.